Event description:
During a laparoscopic procedure, it was alleged that a sensing tip obturator broke. The pt suffered no known serious consequences. Origin received the alleged report on 7/9/97. At that time, the rptr's alleged complaint read, "obturator is broken." Based on the reported info, the co decided not to file a medwatch report. The product was then received at origin on 8/13/97. After further investigation of the unit, the co believes that this incident should have been reported. Therefore, the co is filing this report as a malfunction that would have been likely to cause or contribute to a serious injury.